Event description:
The customer was hopsitalized for ketoacidosis. The customer was treated with insulin drip. The customer stated that they received a low reservoir alarm and they changed the set and the site. Then they started to feel sick. The customer indicated that they treated the high bgs with a correction bolus and then woke up in the morning throwing up. The spouse called the ambulance and the customer was hospitalized. The customer informed that the doctor thought it may be the pump but was not sure. The doctor did want the customer to run through testing before resuming use. The time and date, the basis, and the bolus history were correct. The customers denied placing the pump on suspend or change the basal rate. The alarm history revealed a low reservoir alarm. Instructed the customer to run a 3.0u prime and the insulin exited.